Event description:
It was reported the programmer powered up to a white screen and software would not load. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm white blank screen and software not loading. Analysis found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly was loose. Analysis also found the system fan was noisy, the media bay door was pulling loose, the latch tabs were broken off of the cord door, and the left and right keyboard hinges were broken. Concomitant medical products: product ID 229047 analyzer. (B)(4).